Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. Customer stated that insulin pump had motor error alarm and motor position encoder error. Customer stated insulin pump was suspend delivery and disconnect the insulin pump. Customer stated they are able to clear the alarm. Customer also stated they are able to rewind the insulin pump. Customer performed displacement test and it was passed. Customer reported that drive support cap was normal. Customer stated that alarm history not contains motor error alarm. The insulin pump will not be returned for analysis.